Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 23mm- long target lesion was located in the severely calcified and severely tortuous left anterior descending artery. Pre-dilation was performed. A 3.50mm x 24mm liberté¿ stent was used however the device could not cross the lesion; the stent strut was damaged. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 23mm- long target lesion was located in the severely calcified and severely tortuous left anterior descending artery. Pre-dilation was performed. A 3.50mm x 24mm liberté stent was used; however, the device could not cross the lesion; the stent strut was damaged. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and the original shelf box and inner pouch. The batch number on the returned device and packaging matched the reported batch number. There was blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The 1st and 2nd proximal rows of stent struts were flared, overlapping and bent. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).